Event description:
It was reported to philips that intermittent failure to acquire images occurred due to low 24vdc power on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded fdc and ippc software and replaced nc power supply and fdc. The system was tested and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).